Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have detached high voltage wires. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the high voltage wires of the monitor were detached. The cause for the detached wires cannot be positively identified, but was likely the result of an assembly error. No adverse event resulted from the detached high voltage wires. The last patient to use this monitor did not report any problems.